Manufacturer narrative:
Batch review performed on 06-jul-2021: lot 185111: (B)(4) items manufactured and released on 16-oct-2018. Expiration date: 2023-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
10 months after the revision surgery, the patient came in due to signs of an infection (pathogen unknown). The surgeon performed a washout and revised the poly and the surgery was completed successfully. The patient had a primary with competitor components, medacta implant was implanted in the first revision.